Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment on 20 january 2017. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, an audible sound could be heard emitting from the gantry of the imaging system. The site was able to perform 3d spins for the procedure as intended. The gantry door was reported to be unable to open when prompted by the user. The site was able to manually open the door. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.